Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power, and the yellow o-ring was visible. It was alleged that the pump caused the patient to have a blood glucose greater than 250mg/dl but less than 500mg/dl without symptoms. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2018 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal. The battery cap was not returned with the pump. A test battery cap was unable to secure due to a crack in the battery compartment. The alleged power losses and reboots were duplicated due to the battery cap detaching. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.